Manufacturer narrative:
The customer has had no similar issues since the field service engineer visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained they had received questionable low results for multiple tests over two days. The customer received an erroneous crej2 creatinine jaffé gen.2 result for one urine sample on the cobas 6000 c (501) module. The initial result was 0.10 mg/dl and the repeat result was 327.37 mg/dl. Repeat testing was performed on another c501 module and was deemed to be correct. The erroneous result was not reported outside of the laboratory and there was no adverse event. The crej2 lot number was 25634701 with an expiration date of 31-mar-2019. The field service engineer (fse) found the rinse unit was not secured and rinse levels were not correct. The fse tightened the rinse unit and adjusted rinse levels. The fse performed a mechanism check which passed. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.